Manufacturer narrative:
Patient information was not provided. Date of death was not provided. This information will be provided in a supplemental report if made available. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova(B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) identified the article "veneto, batterio killer in sala operatoria: inchiesta sulla morte di sei pazienti" of corriere della sera which stated that three patients which were found to be infected with mycobacterium chimaera passed away. No further information was provided.